Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that ongoing occlusions occurred. The customer's blood glucose level ranged from 400-500 mg/dl. Customer addressed occlusions by changing out pump supplies and resumed insulin delivery. Customer continued using pump for insulin therapy.